Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Hcp reported that after the second ins was implanted, the patient (pt) has been having issues with both systems. Hcp reports that both pt controllers say, "no programs available." The hcp reports that 3 different reps tried to resolve the issue but were unable. Technical services (ts) reviewed that the rep should call technical services (ts) when they are with the pt to do troubleshooting. Transfer hcp to nas to page rep. On (B)(6) 2024 the rep reported they were not aware of the "no programs available" issue, and there were no identified malfunctions with the systems.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial#(B)(6) implanted: (B)(6) 2021 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.